Manufacturer narrative:
Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition any concomitant medication vascular size or variations there of detailed description of the symptoms experienced by the patient physical examination findings, including pulse assessment and visual examination of the affected limb diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography laboratory test results, including blood tests for markers of inflammation or clotting disorders any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined. E4 should have been left blank in the initial report. H.6 code 925 was reported incorrectly on manufacturer device report 1220648-2024-12546. New code was added to component code.

Event description:
The user facility reported a 56-year-old female patient with unknown ethnicity with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the patient on impella cp support was transferred to another facility and upon arrival the patient was found to be ischemic on the same side as the cp placement. The impella was removed and was replaced with intra-aortic balloon pump. The patient was reported as critical

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿